Event description:
Pt had a cardiac ablation performed. It was during f/u that a quarter-size burn was noted. It was not noted at the time of discharge, or valley lab grounding patches and device would have been retained at that time. Generator did pass inspection after event. Boston scientific now has device, per their policy to call back items/devices involved in untoward events.